Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had stimulation in the wrong location. The patient only gets stimulation in their stomach. The physician had taken multiple images and had deemed the leads were optimally placed and they did not know why the patient was only receiving abdominal stimulation. Impedance testing, x-ray and reprogramming were attempted. It was noted, the patient had less than 50% therapy relief at the lead location. It was further reported that the root cause of the stomach stimulation was not determined. It was noted that no additional troubleshooting was performed. It was noted that the patient elected to have a paddle lead placed and have the percutaneous leads removed. The surgery was scheduled for 2013 (B)(6).

Event description:
Additional information received reported that the patient received the return kit and was not seeing the doctor for three months and wanted to know if it would hinder the analysis. The patient was advised to discuss with their healthcare provider (hcp) on what to return prior to his appointment in three months. The doctor was familiar with the patient's current situation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient recounted the events of their device. The patient had a good trial period, in (B)(6) 2013, but after "5 minutes" after the implant was put in the lead pulled out and started shocking the patient across the stomach. The patient then reported they had a second lead placement and it "held up" for two weeks but then it "pulled again" and the patient was again feeling shocking in their stomach. In (B)(6) of 2013 the patient had a paddle lead implanted but complained that the doctor did a poor job centering the lead and they were having poor coverage. They had minimal coverage in their left leg but could feel good stimulation in the right leg. They were able to control the "left leg numbers" but it was not "hitting the left leg at all". The patient then had several programming sessions from (B)(6) 2013 to (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a failed lead.

Event description:
Additional information received reported that the patient was "doing well" after the lead revision. The patient was receiving stimulation and will have a follow up visit in four weeks to confirm that stimulation is still satisfactory.